Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient experienced blood glucose fluctuations while using the ilet and expressed dissatisfaction with the belt clip not holding, leading the patient to discontinue use and return to a prior pump. Symptoms included hypoglycemia with a documented low of 61 mg/dl, lasting approximately 20 minutes, for which the patient consumed a carbohydrate beverage and received device alerts, without need for medical intervention or assistance. Outcomes included temporary hypoglycemia without hospitalization. Investigation included internal case review. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no specific device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.